Event description:
It was reported that drill bit ø1.8 w/marking l110/85 2flute and lcp drill sleeve 2.4 w/scal-30 f/drill b were involved in an event. During an orif procedure for a distal radius fracture, the drill tip broke off, leaving approximately 3 mm embedded in the cortex. The tip was extracted by making a dorsal incision and disassembling the area. The drill guide was difficult to remove, suggesting improper fitting during drilling, which may have contributed to the breakage. The surgery was completed successfully with a 30-minute delay. There was no impact to the expected surgical outcome, and no patient consequences or clinical symptoms were observed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.